Manufacturer narrative:
Block e1: initial reporter zip/code: (B)(6). Initial reporter phone: (B)(6). Block h6: patient code e2330 is being used to capture the reportable event of pain. Block h11: block b5 and block h6 has been corrected. Block e1 (initial reporter phone): (B)(6).

Event description:
It was reported that a spaceoar vue was implanted on (B)(6) 2024. Additionally, fiducial markers were placed transperineally. The hydrogel implant was successfully implanted and confirmed via ultrasound. On (B)(6) 2024, the patient received radiotherapy delivered via linac. A total of 5 fractions were administered. In addition, on (B)(6) 2024, the patient experienced a non-serious urinary tract obstruction. On (B)(6) 2024, the patient experienced a non-serious urinary tract obstruction and urinary tract pain. The patient was treated with medication including spasmex and dutasterid. Additional information. It was reported that the site updated the adverse event from urinary tract obstruction to urinary tract pain. The urinary tract obstruction was deemed possibly related to the spaceoar vue.

Event description:
It was reported that a spaceoar vue was implanted on (B)(6) 2024. Additionally, fiducial markers were placed transperineally. The hydrogel implant was successfully implanted and confirmed via ultrasound. On (B)(6) 2024, the patient received radiotherapy delivered via linac. A total of 5 fractions were administered. In addition, on (B)(6) 2024, the patient experienced a non-serious urinary tract obstruction. On (B)(6) 2024, the patient experienced a non-serious urinary tract obstruction and urinary tract pain. The patient was treated with medication including spasmex and dutasteride.

Manufacturer narrative:
Block e1: initial reporter zip/code: (B)(6). Initial reporter phone: (B)(6). Block h6: patient code e2330 is being used to capture the reportable event of pain.

Manufacturer narrative:
Block e1: initial reporter: (B)(6). Block h6: patient code e2330 is being used to capture the reportable event of pain. Block h11: block b5 and block h6 has been updated based on additional information received on 01/24/2025.

Event description:
It was reported that a spaceoar vue was implanted on (B)(6) 2024. Additionally, fiducial markers were placed transperineally. The hydrogel implant was successfully implanted and confirmed via ultrasound. On (B)(6) 2024, the patient received radiotherapy delivered via linac. A total of 5 fractions were administered. In addition, on (B)(6) 2024, the patient experienced a non-serious urinary tract obstruction. On(B)(6) 2024, the patient experienced a non-serious urinary tract obstruction and urinary tract pain. The patient was treated with medication including spasmex and dutasterid. Additional information. It was reported that the site updated the adverse even from urinary tract obstruction to urinary tract pain. The urinary tract obstruction was deemed not related to the spaceoar vue.

Manufacturer narrative:
Block e1: initial reporter phone and zip/code: (B)(6). Block h6: patient code e2330 is being used to capture the reportable event of pain. Block h11: block h6 (patient code) has been updated based on additional information received. Blocks a2, a3, a4 have been updated based on additional information received.

Event description:
It was reported that a spaceoar vue was implanted on (B)(6) 2024. Additionally, fiducial markers were placed transperineally. The hydrogel implant was successfully implanted and confirmed via ultrasound. On (B)(6) 2024, the patient received radiotherapy delivered via linac. A total of 5 fractions were administered. In addition, on (B)(6) 2024, the patient experienced a non-serious urinary tract obstruction. On (B)(6) 2024, the patient experienced a non-serious urinary tract obstruction and urinary tract pain. The patient was treated with medication including spasmex and dutasterid. Additional information: it was reported that the site updated the adverse event from urinary tract obstruction to urinary tract pain. The urinary tract obstruction was deemed possibly related to the spaceoar vue.